Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options. The patient was scheduled to see a cardiac surgeon on an unknown date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).